Manufacturer narrative:
Evaluation conclusion: the pump was not explanted and was therefore not available for evaluation a correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Death, thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was suspected having a pump thrombosis and the log files were submitted for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed elevated pump parameters. Additional information received on (B)(6) 2018 indicated that the patient had an elevated lactate dehydrogenase (ldh) level that trended back down from 1200 u/l to 600 u/l on integrilin infusion. On (B)(6) 2018, it was reported that the patient expired due to embolic ischemic bowel. No further information was provided.